Event description:
On (B)(6) 2013, dr (B)(6) from healthcare (B)(6), reported a precept lock screw on left side at l3 of l3-l4 construct had become dislodged. The original lateral fusion surgery with supplemental posterior fixation on a pt with standard grade 1 spondylosis, reportedly occurred in on (B)(6) 2012. No other issues of note. Pt was asymptomatic and is reportedly feeling fine.

Manufacturer narrative:
(B)(4). During a routine f/u visit, it was discovered radiographically that the lock screw disassociated from the screw assembly. Pt is asymptomatic. The surgeon has no plan for revision. The affected components remain in-situ and will not be returned to nuvasive for eval. The alleged problem device could not be investigated further. The torque handles are available and are known to be within spec. The root cause of this reported event has not been determined. No conclusion can be drawn, but due to the duration to event, the event might be associated with non-union of spine segments. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structured in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant. "Care should be taken to insure that all components are ideally fixated prior to closure."